Manufacturer narrative:
(B)(4). Date sent: 10/16/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 11/6/2024. D4: batch # c9da75. Correction: d4. Primary UDI number. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2b5lt device was received with the tip of the sleeve damaged melted. The event reported was confirmed and it is related to improper use of the device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. D4: batch # unk. Additional information was requested and the following was obtained: "was there physical damage to the trocar? Yes. Please specify part of trocar. It was top of sleeve. Was the tip of the trocar obturator broken=>no. If yes, was it separated from the device? No. If yes, did it fall into the patient was there an issue with a seal? No. Was there an issue with the trocar sleeve? Yes, the top of sleeve was broken." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic procedure, the tip of the outer cylinder was partially missing and damaged. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.